Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d4: lot#: unknown/not provided. Section d4: model#: unknown/not provided. Section d4: catalog#: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI# is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon lost suction, with 7 seconds to go, during a corneal tissue addition keratoplasty (ctak) treatment on left eye (os) of male patient. Surgeon admitted it was not the lasers fault but the extreme keratoconus the patient had and the cornea gen parameters given. It was inferior and the laser wouldn't go that far towards the glass of the cone producing error. It was reported that the procedure was not completed as planned on the same day. No additional information was provided.